Event description:
It was reported that a perforation occurred in proximal right coronary artery during use of a voyager nc balloon for predilatation that required treatment with a graftmaster stent. The 3.5x19 mm graftmaster used would not cross and during the attempt to remove the stent delivery system (sds) into the guiding catheter resistance was felt and the stent implant dislodged from the balloon into the coronary. A balloon catheter was used to capture and place the stent at the proximal end of the perforation, where it was deployed successfully. A 3.5x12 mm graftmaster was selected to treat the distal end of the perforation; however, this failed to cross through the already deployed graftmaster stent and was removed from the patient without issue. A 3.5x18 mm bare metal stent was used to treat the distal end of the perforation successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation, as listed in the voyager nc instructions for use is a known adverse patient event associated with angioplasty. Perforations can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 3.5 x 12 and 3.5 x 19 mm graftmasters, are each being filed under separate MFR numbers.